Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The cassette was not connected properly. The cassette was reattached and the downstream occlusion sensor was calibrated.

Event description:
It was reported that the cassette was not attached correctly, resulting in continuous beeping, and the pump could not be switched off. Per reporter, the pump went out after about 6ml had run in from a new cassette (after about 2 hours). The pump did not give any alarm and after about 24 hours. Per reporter, the patient's spouse had noticed that the patient was showing symptoms as the medication was no longer effective. No medical intervention was required.